Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID: ns9008) was implanted via lumbar peritoneal (l-p) shunt before 2017 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On an unknown date, it was found that the pressure could not be changed downward from 130mmh2o. An attempt was made to change the set pressure under fluoroscopy using a neodymium magnet, but it was not possible. The patient is in a dazed state however, she is conscious and able to have a conversation. Patient information: 70~80 years old, female. Based on information provided, there was no plan to remove the valve. No additional information has been provided after several attempts.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ns9008) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.